Event description:
It was reported that an ilet user experienced a connectivity issue in which a freestyle libre 3 plus continuous glucose monitoring sensor failed to pair initially and did not provide blood glucose readings until the user rescanned in the ilet mobile app and toggled the pump cgm setting from libre 3 plus to g7 and back, after which readings appeared on the pump. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the sensor-pump communication restored functionality after software setting toggling and re-scan, consistent with a transient pairing failure that resolved with guidance. It was concluded that the device functioned as intended after corrective steps and that no further action was required.